Manufacturer narrative:
(B)(4). Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.